Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead had high capture thresholds. The patient was asymptomatic. The lv lead was capped, and a new lv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.